Event description:
This case was reported by a consumer and described the occurrence of possible neuropath in a (B)(6) female pt who used super poligrip original denture adhesive cream (formulation (B)(4)) over a period of four years as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medications included centrum a to zinc and calcium salt + magnesium salt + zinc salt (cal-mag-zinc). On an unk date, the patient began using super poligrip original twice daily (device misuse). An unk time later, the patient experienced tingling and numbness of the fingers, hands, and legs. She also had difficulty walking with one foot "flopping" as well as dizziness and vertigo. The patient saw a physician who stated this could be the start of neuropathy. This case was assessed as medically serious by gsk. Super poligrip original was discontinued. At the time of reporting, the outcome of the events was unk, and the patient was under the care of a neurologist. Super poligrip original is manufactured in (B)(4). The lot number is provided, but the product was not available.

Manufacturer narrative:
(B)(4).